Event description:
A patient who received a simmetry implant on (B)(6) 2015 returned to clinic stating that even though they experienced overall pain movement they had radicular pain which developed immediately after the initial surgery. CT imaging revealed the 12.5 mm x 60 mm implant was placed ventral encroaching on the l6 nerve. On (B)(6) 2015 the surgeon removed the 12.5 mm x 60 mm implant and placed a small trauma screw and a 8.5 mm x 80 mm simmetry implant in alternate locations across the si joint. The revision procedure went without issues. The surgeon believed the patient's pain was related to the initial implant placement and not a malfunction of the implant.